Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a cryo ablation procedure, the patient experienced an acute cerebral infarction which was confirmed by magnetic resonance imaging (MRI). The patient was hospitalized for a prolonged period and medications for stroke were administered as treatment. The patient is a participant in a clinical study. The case was completed with cryo. No other patient complications have been reported as a result of this event.